Manufacturer narrative:
On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient was discharged from the hospital. The following month, the patient was switched to hemodialysis. At the time of this report, the patient had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drugs (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing during hospitalization. On an unknown date in the same month as the event onset, the patient was discharged from the hospital and was deemed recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.